Event description:
It was reported by service report that the fowler gas cylinder is leaking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The customer ordered a new fowler gas cylinder for replacement. The cot was never inspected or the event confirmed by a stryker rep. A replacement cylinder was sent to the customer for replacement.